Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for free flow was revised as having the potential for severe injury or death, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
During walkmed infusion's product evaluation of the pump, the device was found to fail the free flow test. Further failure investigation of the pump identified the mechanical arm spring to be worn and concluded this worn component to be cause of the failure. The pump was returned to walkmed infusion for a report that during testing and repair the device allowed fluid to pass with the door open (drips).